Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of stones on (B)(6) 2022. At the end of the ercp procedure, the physician pushed the scope into the long position to capture a fluoroscopy image. They returned the wheels to neutral, removed the scope, and the procedure was then complete. No bleeding was noted at this time. The patient presented with bleeding the next day and a 5 centimeter tear in the gastric wall was discovered. As a result, two repeat procedures were required. Clips were placed at the site of the tear but the patient formed a large clot and the bleeding stopped on its own. The patient was hospitalized and is reported to be in stable condition. In the physician's assessment, stiffness while the scope was in the long position contributed to the injury. They reported that the tear could have been caused by pushing too hard against the greater curvature of the stomach.